Event description:
It was reported that the surgeon had difficulty with the slide lock and commented the slide lock felt slightly off in comparison to previous implants. The surgeon engaged and locked the pump into position.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.